Event description:
A customer contacted beckman coulter (bec) reporting that the coulter ac*t differential hematology analyzer probe has been leaking drops of an unknown clear liquid for the past few days. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
The customer attempted to troubleshoot the issue and performed a bleach cycle (50/50 bleach) procedure but was unable to resolve the issue. Service request was initiated. Bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse located the dripping leak to be around the probe during rinse. The fse drained the plugged rinse block and cleaned waste tubing, which resolved the issue. Failure mode of the leak was from plugged rinse block waste tubing. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).